Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room related to hyperglycemia with blood glucose level of 1000 mg/dl. Customer declined troubleshooting. Customer was unable to complete carelink upload. Customer stated she was off the insulin pump in february due to high ammonia levels and had some fall, and due to high ammonia levels she would push the buttons in her sleep causing the blood sugars to go down to 30 mg/dl. The insulin pump will not be returned for analysis.